Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.